Event description:
It was reported to philips that the capacitor is aging. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to an aging capacitor. Upon conclusion of the evaluation, it was determined that this was a malfunction of an aging capacitor. The customer has ordered the part to rectify the reported problem. The device remains at the customer site and no further evaluation is required at this time.